Event description:
The pulmonary artery was successfully dilated with this opta pro balloon. When pressure was withdrawn from the balloon, the balloon would not re-wrap properly. When the physician attempted to remove the balloon from the patient, there was difficulty pulling the balloon catheter back into the sheath introducer. Eventually, the balloon was removed safely from the patient. The patient was a 5 year old male. There was no calcification or vessel tortuosity. The rate of stenosis was 90%. There is no information as to what atmospheres the balloon was inflated to, or how many times it was inflated. There was no adverse event to the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.